Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had flickering image. The issue occurred during cleaning and disinfection. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d5, d8, g3, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include: electrical problems like: open circuit; short circuit; signal loss; component issues. Material problems like: degradatio, mechanical problems like: leakage/seal; deformation; fatigue; wear and tear. These causes can occur between components such as connector/coupler; adapter; switch/relay; circuit board; electrical cable; sensor; lenses; seal without any design or manufacturing issue that could cause image issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.